Event description:
It was reported the stimulator does not seem to stimulate consistently. There was no report of patient impact.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Facility did not return the device for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.